Event description:
The customer contact reported the pt received more medication than intended. At an unspecified time, the primary line of the device was programmed to deliver an unspecified concentration of glucose and potassium chloride at a rate of 63ml/hr with a vtbi (volume to be infused) of 1500ml. The secondary line was programmed to deliver fentanyl 1mg/250ml, at rate of 10ml/hr, with a vtbi of 250ml, and the deliveries were started. It was reported that five hrs later, the nurse noted the "analgesic treatment ended." The device was removed from clinical service. The pt reportedly experienced "dry mouth." The physician was notified. The fentanyl therapy was discontinued "until the next schedule," and the pt was monitored continuously for an unspecified length of time. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received on 09/21/2009. The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.05ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). (B) (4)